Manufacturer narrative:
The device was rec'd. Investigation is not complete. The pump history was downloaded at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd less medication than intended. The device was returned to the biomedical department with an unsigned note that stated, "malfunction - infusion rate incorrect, infusing too slowly despite machine stating infusing at correct rate." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device passed testing for delivery accuracy. There were no reports of any adverse pt events and no reported delay of critical therapies when the device was in clinical use. Though requested, no add'l info was provided.